Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a skin reaction was reported. The patient stated they were at a regular appointment on (B)(6) 2018 with their healthcare practitioner and discussed a skin reaction that had occurred. Date of the appointment is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated on day 3 of wearing the sensor, their skin was itchy and irritated and had redness around the sensor adhesive patch. The patient stated they added skin cream around the edge of the patch to treat the affected area. Additionally, the patient mentioned that they would be trying opsite spray for future use of the sensor. At the time of contact, the patient stated their skin still has a red mark. No additional patient or event information is available.